Event description:
It was reported that there was an issue with unpacking this lead. The inner package, was attached to the outer package when the outer package was sealed. Therefore the inner package could not be opened in a sterile way. The lead was not used in the patient.